Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with non-sustained right ventricular oversensing (nsrvo) episodes due to post-paced t-wave oversensing. No intervention was performed, since there were only two nsrvo episodes and a v sense amp egm channel was not available. Patient will continue to be monitored for future occurrences.

Event description:
New information received notes patient had presented in clinic after feeling vibration from the patient notifier feature prior to having the nsrvo episodes reviewed. The patient was asymptomatic before, during, and after the clinic visit.